Manufacturer narrative:
(B)(4). The lot number is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder decompression procedure, it was observed that the suction on the electrode didn't work. It was reported that the device was replaced with another like product but there was a one minute delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date received by manufacturer for follow-up 2 should be november 19, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable.

Event description:
Additional information received on 10/17/2018. It was reported that lot number was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device was discarded and not available for evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. The lot number provided was an invalid lot number and there was no further information is available. This precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is currently unavailable.